Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), anaemia ("anemia"), fungal infection ("fungal disease"), headache ("headache"), vision blurred ("blurry vision"), pain ("body ache") and dyspareunia ("painful sex") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fibroma, genital haemorrhage, anaemia, fungal infection, headache, vision blurred, pain and dyspareunia outcome was unknown. The reporter considered anaemia, dyspareunia, fibroma, fungal infection, genital haemorrhage, headache, pain, pelvic pain and vision blurred to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in pelvic area") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), anaemia ("anemia"), fungal infection ("fungal disease"), headache ("headache"), vision blurred ("blurry vision"), pain ("body ache") and dyspareunia ("painful sex") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered anaemia, dyspareunia, fibroma, fungal infection, genital haemorrhage, headache, pain, pelvic pain and vision blurred to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.